Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient used ilet meal announcements to correct glucose rather than for meals, resulting in inconsistent dosing and subsequent episodes of hypoglycemia and hyperglycemia, including lows to 39 mg/dl and highs to 401 mg/dl, with a noted high dinner announcement preceding some lows. Symptoms included dizziness during hypoglycemia. Outcomes included variable time outside the target range without hospitalization or professional medical intervention; the patient treated lows with oral glucose. Investigation included review of synced device logs and user education, with referral for additional clinical review and consideration of an algorithm reset. Investigation of this case revealed user-related misuse of meal announcements leading to overcorrection and subsequent counter-corrections by the system. It was concluded that the event was related to use error, and the device functioned as designed.